Manufacturer narrative:
Product event summary: analysis confirmed the stated reason for return, that the programmer was not well-calibrated, especially on its left side. At inspection it was additionally noted that there were errors in the update history. The touch screen assembly was replaced and the touch screen calibrated, software installed and the unit cleaned. It then passed its electrical safety test and all final functional and systems tests.

Event description:
It was reported that the programmer was not well calibrated, especially on the left side of the screen. The programmer was not returned to service. No patient complications have been reported as a result of this event. It was further reported that the programmer was returned to service.